Manufacturer narrative:
(B)(4). Date sent: 04/14/2020. D4: batch # r57d8a. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r57d8a. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a low anterior resection, the doctor fired the cdh33a, but staples were malformed and the device did not cut the tissue. While firing, there was no audible feedback. Surgery was delayed 30 minutes, but was successfully completed. No fragments were generated and there were no patient consequences. The doctor was familiar and a frequent user of cdh.